Event description:
It was reported that a patient underwent a ventral hernia repair on an unknown date and mesh was implanted. The patient developed a recurrent hernia. During the reoperation on (B)(6) 2012, it was noted that the mesh encapsulated with no tissue incorporation. Additional information requested.

Manufacturer narrative:
Date sent to the FDA: (B)(4) 2013. (B)(4). Recurrent hernia occurred. No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.